Event description:
The manufacturer was notified on 16 may 2016 through the sure avr registry, that a patient was (B)(6) has a perceval valve implanted on (B)(6) 2014; the surgical approach was median sternotomy. On (B)(6) 2014 a bleeding occurred and (B)(6) 2014 another bleeding occurred and thrombopenia induced by heparin (tih) was detected. T -score5, anti pf42.1 in the rvao+pac. The patient was discharged on (B)(6) 2014 in good condition.

Manufacturer narrative:
The (B)(6) registry was updated on october 03, 2016 of the patient's follow-up visit that occured on (B)(6) 2016. Not explanted.

Event description:
On (B)(6) 2016 a follow-up visit was performed and the patient presented in good clinical condition without any trace of thrombocytopenia.